Manufacturer narrative:
Device history record (DHR) review was conducted for the 2 disposable devices, both lot number 08g07ha, and serial number (B)(4). No abnormalities were found related to the reported info. These devices passed final testing prior to release. The coding in this section reflects the eval of both disposable devices reportedly used in this procedure. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4). Additional serial #: (B)(4).

Event description:
User facility reported that following several unsuccessful cavity integrity assessment (cia) tests, with 2 disposable novasure devices, it was determined there was a uterine perforation and the procedure was abandoned. During follow-up on (B)(6) 2009, the physician reported she did a laparoscopy following the novasure procedure and confirmed a perforation in the right side of the uterine fundus. She cauterized the site and the pt was kept overnight for observation. She was discharged the next day ((B)(6) 2009). The physician reported the pt has been seen on follow-up and is doing fine. The physician reported she did a hysteroscopy, a dilatation and curettage (d&c), and a sounding with a metal sound (not a hologic device) prior to the novasure procedure. It is not known when this perforation occurred or what instrument may have been the cause.